Event description:
The customer called to report that she received a high bg reading of 337mg/dl within the first day of activating a new pod. The pod had initiated an occlusion alarm, though no blood or kink was seen in the cannula. No additional info was provided about the pod or the event. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.